Event description:
It was reported that a handheld computer was not working due to unknown reason and specifics. Good faith attempts to obtain additional information have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a death or serious injury.